Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose value was 462mg/dl. Customer took manual injection via syringe and decline to troubleshoot for high blood glucose level. Customer mentioned about power loss alarm which was cleared. Insulin pump will not be returned for analysis.